Event description:
It was reported that a spectrum infusion pump had failed downstream test during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). The device was received for evaluation. During functional testing, the reported problem "failed downstream test" was not reproduced. The device was tested for downstream occlusion detection and was able to properly detect a downstream occlusion. A review of the event history log revealed multiple events of "downstream occlusion!" However testing failures cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.